Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the 7100 department, after insertion of the PICC line into the patient's right brachial vein. Two hours after the placement, it was noted that the PICC was completely "occluded". Chest x-ray showed evidence that the catheter was kinked near the insertion site. As a result, the catheter was retracted approximately 1.5cm with resolution of patency. Within 1 hour, occlusion was reported again. The patient complained of pain. As a result, the PICC was removed, with kinks noted at 10cm, 11.5cm, 13.5cm, and 15cm. There was a delay reported, however, it is unknown whether there was any harm to the patient resulting from this occurrence. There was no death reported as a result of this occurrence.